Event description:
It was reported that prior to use of bd plastipak¿ syringes it was noticed a change to the graduations on 120 20ml ll 300629 syringes. The following information was provided by the initial reporter: there has been no notifcation to anz team of any changes to 300629 customer has advised they have noticed a change to the graduations on the 20ml ll 300629 syringes in recent times customer has a device calibrated to 25ml at berwick and have noticed they no longer have the graduation to 25ml and can¿t be utilised for that purpose.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. Through visual inspection, no defect was observed on the scale. A device history review was performed for lot 2106060, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge, no issues related to the reported incident were identified. There has been no changes in the design or process for how this product is manufactured. Based on the available information and photo evaluation, we cannot identify an issue with the product or root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.